Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps malfunction likely occurred from an incorrect order of when to use the cutting blade. The specific root cause of the event could not be determined at this time as the device was not returned for evaluation. The following information is stated in the instructions for use which may have prevented the event: "do not extend the cutting blade during electrosurgical coagulation. Ensure that the tissue is fully desiccated before engaging the cut blade." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. There were no changes to the legal manufacturer's final investigation results previously reported. The device was returned in its' original package, which was open prior to receipt. The device was received with the jaws opened, lock off. A visual inspection indicated there was dried tissue on the jaws. The jaw symmetry was unbalance with no visual damage noted. Olympus could not determine the point of contact due to the interference with the cutting blade. The jaw mesh was normal, no abnormalities noted. The insulation of the jaw legs was inspected and found no abnormalities. The blade was fully extended and was unable to retract due to the edge of blade being caught on the flare. The flare was cut. The lock function worked and the slider that is used to toggle the device from lock to unlock was normal. The shaft itself was normal, and the rotation of the shaft was also normal. Olympus also functionally tested the received device by plugging it into the test generator (esg-400). The generator recognized the device and displayed no errors on the screen. The blue activation switch was checked, and it was not functional. A footswitch was connected to the generator, and the connected pk cutting forceps did not respond or activate after pressing down on the footswitch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
As reported, blade on pk cutting forcep malfunctioned during laparoscopic salpingectomy surgery and dislodged from forceps. A ligasure handpiece with unknown model was used to complete the case. There was no patient harm or injury reported due to the event. No user injury reported.